Event description:
It was reported that the customer did not deliver enough insulin for the amount of carbohydrates they consumed. The customer's blood glucose (bg) level subsequently increased to the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Customer administered a manual injection to address high bg.